Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during fill 2. Per the initial report, the home patient (hp) had a connection issue. The heater bag became detached. The technical service representative (tsr) advised the hp to end therapy on the hc and either started over with new supplies or finish with manuals. The tsr also advised the hp to let the nurse know of the disconnected bag during therapy. The hp would start over with new supplies and contact the nurse. Global product surveillance (ps) contacted home patient (hp) on (B)(6) 2012 regarding the reported problem. The hp ended therapy for the night. The hp did not notice any defects with the original cassette. The hp stated that she did not get a tight connection. The hp had discarded the original cassette and did not have a companion or know the lot number. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This report of a connection issue was confirmed and the assignable cause is use error- incomplete connection. The patient stated that they didn't get a tight connection while connecting the heater line to bag. The patient was advised to start over with new supplies and stated that they didn't notice anything unusual with the pervious supplies. The label review found the labeling adequate for the use error in this complaint.